Event description:
They had problems with the pump rotating and tipping forward in the abdominal wall pocket. They were unable to fill/refill reservoir. The pump was revised. The patient recovered without sequela. The pump was used to deliver hydromorphone, bupivacaine, and baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.